Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca. On the same day, the patient suffered stemi. The patient was treated with surgical procedure. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication. The patient recovered.